Event description:
Customer reported that she was hospitalized high blood glucose. Customer stated that she is not receiving the low reservoir alarm. Advised customer to disconnect and return pump to minimed.